Event description:
Philips received a complaint from the customer reporting the v60 ventilator alarms with a blank screen when powered on. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the issue. The rse reported the device alarms with a vent inoperative error at power on in both ventilation and diagnostic modes. The bme verified correct light emitting diode (led) illumination with alternating current (ac) connected and unit not powered on. The customer bme reported the unit did not generate any error codes or messages. They were unable to access the drpt (diagnostic error log) to verify error codes. Further troubleshooting verified proper operations of the power management (pm) printed circuit board assembly (pcba), the motor control (mc) pcba, power supply, and the device display. The bme determined the central processing unit (cpu) pcba was the cause and replaced it. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.